Event description:
It was reported that the battery of this implantable pacemaker dropped 1 year in a span of 3 months. The longevity dropped from 5.5 years to 5 years in span of 5 months. Technical services (ts) discussed the device was using 89% of the power. This device remains in service. No adverse patient effects were reported.